Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. A visual analysis was performed only.